Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after a procedure where this device was implanted, the patient experienced vaginal discharge, pelvic discomfort during intercourse, vaginal erosion, decreased estrogenization, suprapubic tenderness, and tender midureteral prosthesis. The erosion appears to have caused the discharge. Antibiotic therapy was recommended. The mesh was revised in response to the eros ion. Cystourethroscopy was performed as well as transvaginal wound irrigation. Antibiotic treatment with levaquin and flagyl was provided. After revision, the incontinence, frequency, urgency and discharge decreased. All symptoms recurred within nine years of implant, including leaks with urgency, urinary incontinence, a tender/firm palpable area on mons. After nine years, vaginal mild atrophy, small rectocele to hymen, brown discharge and presence of leukocytes was found in a urinalysis. Patient diagnosed with abscess in mons, resolved through antibiotics and procedure draining the area. A foul smelling subcutaneous abscess was identified, as well as scarring, and fibrosis. The mons bubis abscess persisted and recurred despite treatment. The mesh was removed from the space of retzius and rectus fascia, repair of cystotomy performed, as well as urethroscopy and placement of ureteral stents. There was granulation of tissue, mesh embedded in a non-healing wound in the mons underneath a non-healing skin incision. Some of the mesh was free and some was within the scar tissue of the retzius rectus fascia, rectus muscle, and close to the suprapubic bone. The bladder was scarred and fixed to the suprapubic bone anteriorly. Ten years after implant a pathology report and vaginal culture was performed. Transvaginal mesh was excised. Post treatment, a mild odorous discharge was noted as well as urge incontinence.